Event description:
The surgeon was performing a hip procedure on (B)(6) 2011 with the assistance of the robotic arm interactive orthopedic system (rio). During reaming of the acetabulum, the surgeon had difficulty placing the straight reamer shaft w/o soft tissue impingement; therefore, it was difficult to place the reamer basket in the correct location within the acetabulum. The surgeon decided the proper course of action was to complete reaming manually, and use screws to hold the final cup implant in place.

Manufacturer narrative:
As part of normal complaint follow-up, an investigation was performed at mako surgical with regards to this event. The evaluation at the site concluded that the offset reamer shaft was chosen in the system software, although the straight reamer shaft was being used. This resulted in the difficulty in placing the reamer basket in the desired location. Per the user guide, the user must select the appropriate reamer shaft in the software.